Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an open book image error. Customer¿s stated that they think that the blood glucose level was low and the blood glucose value was unknown at the time of incident. Customer treated with glucose tablet for low blood glucose. Customer declined to continue with the troubleshooting. Customer stated that the insulin pump was not in good condition. The device will return for the analysis.